Event description:
As reported, sealant was still lodged on the end of a 6-12f mynx control vascular closure device (vcd) and did not deploy. Hemostasis was achieved using manual pressure. There was no patient injury. The physician followed standard deployment and removal during the procedure. The mynx vcd was used in an ablation procedure utilizing a retrograde approach. The deployer was in training with the mynx device. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. The sealant was not dislodged from the arteriotomy, but it did seem to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was also fully depressed. No resistance was noted during use of the device. The device will not be returned as it was disposed of.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, sealant was still lodged on the end of a 6-12f mynx control vascular closure device (vcd) and did not deploy. Hemostasis was achieved using manual pressure. There was no patient injury. The physician followed standard deployment and removal during the procedure. The mynx vcd was used in an ablation procedure utilizing a retrograde approach. The deployer was in training with the mynx device. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. The sealant was not dislodged from the arteriotomy, but it did seem to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was also fully depressed. No resistance was noted during use of the device. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant inaccurate placement complete¿ could not be evaluated because the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.